Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not receive a low blood glucose (bg) continuous monitor glucose alert (cgm) alert when bg was 80 mg/dl or below. Customer did not report bg value. Customer confirmed pump setting was on. Customer declined to provide further information.